Event description:
The ge oec 9600 fluoroscopy system would not properly boot up. It was reported that the power had to be cycled 3-4 times for the system to boot up correctly. Also reported system lock-ups.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a bad single board computer (sbc). The sbc was replaced with the associated components. The system was further tested, found to be operating as intended and was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.